Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one clearlink system continu-flo solution set leaked. The event was further reported as normal saline (ns) was "dripping straight out of the blue vent cap".the leak was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed using the naked eye which revealed all components were correctly placed, however a crack was identified on the blue cap. Functional testing including pressure and block tests were performed; pressure testing identified a leak from the blue cap. The reported condition was verified. The cause of the condition was due to the material during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.